Manufacturer narrative:
The customer reported that they did not receive any extreme pressure alarms and did not see the mean abp was decreasing. They are concerned that when the abp was at zero, they were not receiving a red alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they did not receive any extreme pressure alarms and did not see the mean abp was decreasing. They are concerned that when the abp was at zero, they were not receiving a red alarm.